Event description:
Pump sn # (B)(4) is coming up with maintenance due on the screen. We are replacing this pump and sending a return box. This did not happen while in use. No interruption to therapy. Is the actual device available for investigation? Yes. Did we replace device? Yes. Did the patient have a backup device they were able to switch to? Yes. Did the reported product fault occur while in use with the patient? No. Did the product issue cause or contribute to patient clinical injury? No. If yes ,was any medical intervention provided? Reported to (B)(6) by: patient / caregiver.